Event description:
Customer reported air bubbles and high blood glucose. She stated that the blood glucose was around 300-400 mg/dl and that she was treating with saline instead of insulin. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.